Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were having issues with the erbe. The customer reported that the erbe was faulting with error c-34. The system logs confirmed the erbe errors. The customer had already attempted replacing the energy cords and power cycling the erbe without success. The tse assisted the customer with rebooting the erbe and then the erbe displayed error c-00. While on the call, the customer attempted to locate a covidien force triad generator and activation cable but was unsuccessful in finding the activation cable. Consequently, the customer opted to use another vision side cart (vsc) to continue the procedure. The tse guided the customer in connecting the other vsc, which powered on successfully, allowing the procedure to continue. The field service engineer (fse) was to follow up. The procedure was converted to another da vinci system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed and found to that the reported issue was confirmed via system logs showing c-34 hf voltage error, indicating the problem occurred in the field. Visual inspection revealed no related issues. During system testing, the iesu displayed the same c-34 hf voltage error on startup. The iesu will be returned to the OEM. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.